Event description:
It was reported that a flogard infusion pump experienced an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of an occlusion alarm was confirmed as a downstream occlusion false alarm. The cause of the reported condition was due to a damaged latch roller. To correct the issue the latch roller was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was evaluated at the customer site by a field service technician; however, the evaluation is not yet complete. Review of the event log identified the reported occlusion alarm. Initial evaluation confirmed the reported condition. Should additional relevant information become available, a supplemental report will be submitted.